Manufacturer narrative:
This is one of two products being reported for the same event. Please reference manufacturing reports #: 9616099-2008-00660 and 9616099-2008-00661. Please note: device is distributed outside the united states. However, it is similar to the united states product. Any additional information will be submitted within 30 days of receipt.

Event description:
The report received from the cactus study indicated that there was a significant increase in cardiac enzymes following the index procedure: ck-mb was at 10,90 ng/ml (normal values 0.10-4.94) and troponin was 3.35 ng/ml (normal value <0,100). The patient was otherwise asymptomatic. There were no other complications and the event resolved. This event was reported as unrelated to the cordis devices.